Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient had a percutaneous endoscopic gastrostomy (peg) tube placed. Patient experienced abdominal pain and air in the abdominal cavity, date of occurrence is unknown. The report indicated the air in the abdominal cavity probably happened during the peg tube placement.